Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the pulse generator exhibited an anomaly. No additional information is available at this time. No patient symptoms were reported. The pulse generator was explanted and replaced successfully.